Event description:
A pt had a developed dysphagia around 1 month after treatment, was endoscoped, found stricuture at top of ablation zone. The stricture was successfully dilated in march and again in april, with resolution of symptoms after dilation. The event was transient in nature, treatable and not life threatening to the pt. No device malfunction was reported for this device. The catheter performed as intended and was discarded by the hosp at the end of the procedure. The generator used for treatment was not returned for evaluation since performed as intended. No correlation between the outcome of the event and the product performance could be established.